Manufacturer narrative:
The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one report with the involved product code/lot# combination. See MDR 3013394970-2017-00021 for the second device reported. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the suture ruptured on the angio-seal device during a procedure. The following information was reported: the suture ruptured on the level of the device cap, however, it was possible to grab the suture and detach the collagen; hemostasis was achieved angioseal; there was no manual compression needed; the hospital stay was not extended and; there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. It was initial reported that the device was available. The device is not available for evaluation. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Without the returned device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.